Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an increase in capture threshold was noted on the left ventricular (lv) lead due to suspected micro dislodgement. The device was reprogrammed to resolve the event. The patient was stable.